Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 ¿ the end-user reported that the ilet entered bg run mode and suspended insulin delivery after sensor issues with fsl3/fsl3+. Bg was measured at 302 mg/dl by glucometer. Troubleshooting included starting a new fsl3+ sensor and changing supplies, which resumed delivery temporarily. On (B)(6) 2025, the user again received a ¿sensor unavailable¿ alert after multiple rescan attempts. The user was transferred to abbott for replacement sensors and reverted to backup therapy until new sensors arrive. The user reported feeling tired and having a headache during the hyperglycemia event. No external assistance or medical intervention occurred.